Manufacturer narrative:
Clinical evaluation performed by medical affairs on 02 february 2018: partial hip revision surgery (stem, head and liner) occurred 2 years after primary cementless total hip arthroplasty. Radiographic images provided show the presence of radiolucent lines in gruen zone 1. Aseptic loosening is a possible, literature described adverse event after cementless hip replacement and causes are often unknown. The reason of this failure cannot be determined. Batch review performed on 13 february 2018, lot 153420: (B)(4) items manufactured and released on 06 october 2015. Expiration date: 2020-09-19 no anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain 2 years after primary: the stem was loose. The cause of the loosening is unknown. The surgeon revised the stem, head and liner successfully.